Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed which confirms the fracture of the spring. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring in the oxford slap hammer is broken, and it does not hold the component when we use it to extract them. No broken piece in patient, and no harm was caused to the patient. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's lot number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. G2 ¿ foreign ¿ canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.